Manufacturer narrative:
(B) (4).

Event description:
It was reported that this synchromed ii infusion pump showed a low battery message after a bolus delivery. The pump was replaced; the pt was receiving her therapy without myptm at this time.